Event description:
It was reported the patient¿s implantable neurostimulator (ins) was implanted in 2008 and they are able to completely charge however with in one half hour it is discharged. It was reported this problem began roughly 3 weeks prior to report. It was reported the patient was charging more than expected and the day prior to reported charged their ins to 3/4 full had stimulation on for 9 hours and then turned it off before going to bed. It was noted the morning of reported they turned their stimulation on for about an hour and then turned it off. It was noted while on the call the patient placed the implantable neurostimulator recharger (insr) over the ins and reported seeing the charging screen with no coupling bars however they usually have all 8 filled in. It was noted the first quarter of the ins battery was flashing.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37751, serial# (B)(4), product type recharger. (B)(4).